Event description:
Complainant alleged that during a morning shift check, it was observed that the lifeband cover plate on the back of the autopulse platform was broken. The lifeband was replaced, the battery was exchanged and a daily check was performed. However, when the autopulse platform was powered on, a "system error, out of service, revert to manual CPR" message was displayed on the lcd screen. The battery was exchanged again and the platform was turned on, however the issue would not resolve. It was also reported that when a different battery and a new lifeband were inserted into the spare platform, it worked fine. There was no reports of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll 12/12/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top cover, front enclosure, bottom enclosure, and the battery lock were damaged. The physical damages found during visual inspection are not related to the reported complaint. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 9/2008). A review of the autopulse archive was performed and the reported complaint was verified. The archive data shows that a latch error 71 and user advisory (ua) 2(compression tracking error) fault occurred on the reported event date of (B)(6) 2014. However, the ua2 fault is not related to the reported complaint. Functional testing was performed and the reported complaint was able to be reproduced. A system error (latch error 71) was observed upon power up. The error code was cleared and then the platform was power cycled 5 times with no problems found. Additionally, the platform was run with a large resuscitation test fixture (equivalent to 250 pound patient) for approximately 15 minutes and no problems were encountered. Based on the investigation, the parts identified for replacement were the top cover, battery lock, bottom enclosure, and the front enclosure. In summary, the reported complaint was confirmed based on review of the archive and during functional testing. The error message was cleared. The root cause for ua2 fault could not be determined. However, per the autopulse maintenance guide, ua2 is an indication that the autopulse has detected a change in the lifeband tension. This advisory can happen when the lifeband is out of position or if the lifeband is opened during active operation. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.